Event description:
The flex scope was introduced into the nose and nasopharynx. The flex scope was removed, and the pt was repositioned. The toothguard was placed. With the help of an laryngoscope (#3.5) with a rigid bronchoscope, the laryngoscope was placed into the mouth and larynx. The laryngoscope was removed and the bronchoscope was advanced. The bronchoscope was removed. Pt intubated and it was noted that the laryngoscope blade light bulb had broken at tip, and had fallen into the post pharyngeal wall with secretions. The pt was suctioned and a piece of the light bulb was still attached to laryngoscope. The piece had fallen off while md was handling the device. No harm to pt.